Manufacturer narrative:
The explanted device was not returned to bsn as they were kept by the medical facility. Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 20119068/2000017434/7006841, model/catalog description: 8-kontakt-elktr.-kit st 70cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure.